Event description:
Allegedly the patient was revised due to the following mom complications (left): elevated levels of cobalt and chromium ions in bloodstream; pain; fluid collection; osteolysis; progressive adverse local tissue reaction.